Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the middle of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Event description:
Medtronic received information that a sfr4 solitaire stent had resistance in the phenom21 catheter. An attempt was made to use soli taire with m1, however, the shaft portion of the mid portion of phenom21 was not good, so it was collected. Afterwards, solitaire 3/40 was used. The resistance was during delivery, intraoperatively. The blood vessel tortuosity was strong. The resistance was felt in the center for the catheter. The devices were prepared according to the package insert. The patient was being treated for an ischemic cerebral infarction in the m1 location. Mrs (pre-operative) 4. Mrs (postoperative) 0. Nihss (pre-operative) 12. Nihss (postoperative) 0. Tici (pre-operative) 1. Tici (postoperative) 3. The parent vessel diameter was 2.4mm. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.